Event description:
The head separated from the shaft- oral-b power toothbrush [device breakage]. Case narrative: consumer e-mail stated that on using oral b toothbrush head, the head separated from the shaft within a few seconds of using. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.